Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
The patient reported, experiencing "nipple discharge". As well as, "raynaud's phenomenon" with no mention of treatment or surgical reoperation. Side unspecified, this record represents the right side. Device remains implanted.